Manufacturer narrative:
The returned device had the cannula assembly undeployed, with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Rotational sensor malfunctions were observed in conjunction with an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. First prime ended prematurely, lasting 31 pulses. The rotational sensor data indicated that the rotational sensor assembly did not function as intended during operation. The device was reset, connected to an unused controller and programmed to deliver a 5 u bolus. The pod did not generate an alarm during the rerun and no rotational sensor abnormalities were observed in the rerun data. The needle mechanism successfully deployed during the rerun. Inspection of the drive mechanism components found the commutator cap to be damaged. It could not be conclusively determined if the damage to the commutator cap resulted in the rotational sensor malfunction or 0x42 alarm. The rotational sensor malfunction was confirmed to be the cause of the reported failure of the needle to deploy and 0x42 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was applied. No impact to the patient's glucose level was reported.